Manufacturer narrative:
Reported event: an event regarding instability and wear involving an unknown liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to instability and poly wear. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: this pi is for the 2025 revision ("1 year ago") as per pss case (B)(4): remote left tha. Developed instability and poly wear. Had an acetabular revision 1 year ago. Recurrent instability necessitating a constrained tha. Requires a 28 mm head for this construct and wish to retain her original well-fixed femoral component. Acetabular liner will be revised to a constrained liner.